Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during stk/maintenance, the cardiosave intra-aortic balloon pump (iabp) strain relief monitor cable defective and 2 bottle seals missing. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. The fse that encountered the issue replaced the 5/16 nylon pclip cable tie and the special seals. Functional tests were performed. The iabp was approved for use.

Event description:
N/a.